Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that the jaws melted during a laparoscopic rectum procedure. There was no pt injury. The device was returned to covidien and visual inspection discovered that the clear insulation was no longer on the device. The customer confirmed that the clear insulation did not fall into the cavity. This happened prior to use on the pt.